Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that a patient was revised due to glenoid arthrosis: conversion from anatomic to reverse configuration. The following devices were removed stem tornier ascend (unk_wtm) and humeral head tornier ascend (unk_wtm).

Event description:
It was reported that a patient was revised due to glenoid arthrosis: conversion from anatomic to reverse configuration. The following devices were removed stem tornier ascend (unk_wtm) and humeral head tornier ascend (unk_wtm).

Manufacturer narrative:
Correction - please refer to h6 MDR codes (clinical & health codes): the reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. The opinion of the medical expert was requested and stated as following: "in hemiarthroplasty the most common reason for revision is progression of degeneration of the native glenoid. The CT-scan made a few weeks postoperatively already shows signs of osteoarthritis of the native glenoid (the CT-report of (B)(6) 2019 states ¿severe degenerative changes of the glenoid with large osteophyte formation posteriorly¿). Since osteoarthritis will naturally progress, may lead to pain and limitations in function. Also, the CT-scan in 2022 shows beside the progression of the osteoarthritis of the glenoid, fatty degeneration of the rotator cuff (teres minor), leading to rotator cuff insufficiency which is in line with the choice for a reversed totals shoulder arthroplasty (the CT-report states of (B)(6) 2022 shows ¿extensive osseous remodeling of the glenoid with associated subchondral sclerosis and cystic change. Exaggerated depth of the glenoid fossa with large overhanging osteophytes. Severe fatty infiltration of the right teres minor muscle¿). There are however also patient-related factors present: such as high age, (former) smoking and a high bmi (33+) that can also influence the success or failure of shoulder hemiarthroplasty. It is known that smoking and high bmi are risk factors in getting osteoarthritis". In this case, the patient conditions may have strongly contributed to this event. The link with the device seems highly improbable. More information is required to determine the exact root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.